Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported renal dysfunction, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The patient had further renal dysfunction events on (B)(6) 2020 (reference MFR # 2916596-2021-00559). No product is available for investigation. The heartmate ii lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists renal dysfunction as an adverse event that may be associated with the use of the hmii lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced renal dysfunction. Patient creatinine jumped to 3.43 from .8-1.0 on (B)(6) 2020. The patient was hospitalized and their medications were changed. The event reportedly resolved without sequelae on (B)(6) 2020.